Manufacturer narrative:
Device was used for treatment, not diagnosis. A product investigation was performed for the complaint device (thoracic pedicle probe, part number 03.622.005, lot number 6107547). The complaint device was received by synthes customer quality with the following complaint description: ¿during surgery while preparing to insert the sixth (6th) screw at right l1, the probe broke at approximately the 35mm marker. It was noted that the patient had slightly more sclerotic bone than usual. The surgeon used a midas burr to clean up a little bone around the broken tip that was sticking out of the pedicle. Then, the surgeon used a kocher to grab the tip of the instrument and successfully extract it from the pedicle. The procedure was continued with the use of a different probe and completed with a one (1) minute delay. Final x-rays confirmed that no fragments remained in the patient.¿ the probe is used with the pangea system, the matrix deformity system and uss system, these technique guides were reviewed. This device is used to open the pedicle canal. The depth markings indicate the approximate length of screw which should be used. A review of the current design drawing and available history for the top level drawing for the device was performed. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned parts were determined to be suitable for their intended use when employed and maintained as recommended. As previously reported the device history records for the device lot were review and showed that no ncrs were generated during production. There were no issues during the manufacture of the product that would contribute to this complaint condition. The returned instrument was examined and the complaint condition was able to be confirmed as the returned probe was missing a portion of its distal tip (approximately 32.64mm per the associated device drawing. The balance of the device is in fair condition with minimal signs of wear and tear. A definitive root cause was not able to be determined; however this failure may be the result of an extreme loading force applied to the handle while the probe was rigidly fixed, and dense patient bone may also be a contributing factor. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information is not available for reporting. Device is an instrument and is not implanted or explanted. The complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(4). Investigation could not be completed and no conclusion could be drawn as no device was returned. Device history record review: supplier: (B)(4) / packaged by: (B)(4) ¿ manufacturing date: march 16, 2009. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported a matrix thoracic pedicle probe broke on (B)(6) 2016 during a surgical revision procedure intended to treat a diagnosis of adjacent segment disease. The patient was originally implanted with expedium 5.5 from l3-sacral alar iliac (sai) approximately eighteen (18) months ago and successfully fused. Following fusion, the patient was brought back to the operating room on (B)(6) 2016 for a revision from t11-s1. The originally implanted set screws were removed and replaced with viper sai screws and new expedium 5.5 screws. While preparing to insert the sixth (6th) screw at right l1, the probe broke at approximately the 35mm marker. It was noted that the patient had slightly more sclerotic bone than usual. The surgeon used a midas burr to clean up a little bone around the broken tip that was sticking out of the pedicle. Then, the surgeon used a kocher to grab the tip of the instrument and successfully extract it from the pedicle. The procedure was continued with the use of a different probe and completed with a one (1) minute delay. Final x-rays confirmed that no fragments remained in the patient. No further additional information is available. (B)(4).

Manufacturer narrative:
Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Corrected data: clarification pertaining to set screw, viper sai, and expedium involvement. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clarification: the original medwatch indicated that the set screws were removed and replaced with viper sai screws and new expedium 5.5 screws. However, it was further clarified that, after the set screws were removed, the viper sai screws were then replaced with new expedium 5.5 screws.